Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: baxter healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. Baxter healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during an unspecified process step of automated peritoneal dialysis therapy. The patient was not connected at the time of the event. The patient was removing the cassette and noticed it had a wet spot. When they pressed the center of the cassette, a drop of solution came out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.